Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was reported that the patient hadn't used their device in a long time because they got sick and started taking medication for alzheimer's, and it gave them diarrhea so bad that there was no sense in doing the therapy. Patient also said the therapy didn't seem to be working as well for them and they were still having accidents prior to their medication. Patient services asked, patient said it's been a while since the therapy stopped working for them. During the call, agent assisted patient with turning therapy back on. Patient e ncountered a por message, agent reviewed. Patient successfully turned stimulation back on, stimulation confirmed and comfortable. Agent also reviewed MRI mode with patient. Patient will continue to monitor symptoms and follow up with hcp if needed.